Event description:
It was reported that the patient visited the hospital claiming to be feeling ill. Interrogation revealed the device was at eri (elective replacement indicator) with mode change to vvi 65. A programming change was not possible. Two days later, the device could be programmed to the original setting. It is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance datacollected from the device and have analyzed the data. It showed there was a device lock-up, which resulted in the battery voltage not being measured and the device therefore registered eri (elective replacement indicator) even though the battery is at normal levels. The specific cause of this delay has not been determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) the actual device was not received for evaluation. We did receive performance datacollected from the device and have analyzed the data. It showed there was a device lock-up, which resulted in the battery voltage not being measured and the device therefore registered eri (elective replacement indicator) even though the battery is at normal levels. The specific cause of this delay has not been determined. A single unit was repaired but no other devices were repaired.

Event description:
It was reported that the patient visited the hospital claiming to be feeling ill. Interrogation revealed the device was at eri (elective replacement indicator) with mode change to vvi 65. A programming change was not possible. Two days later, the device could be programmed to the original setting. It is still in use. No further patient complications were reported as a result of this event.